Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and gablofen via an implantable pump for unknown indications for use. It was reported that the patient have been falling so much that their pain pump was not covering it. The patient stated that the falls started after october 26th of last year. The patient mentioned that they would get up during the night and their eyes would wake up and as soon as they realized their legs went out from under them and they dropped like a sack of rocks. The patient also mentioned they were severely claustrophobic and could not lay still or lay still formagnetic resonance imaging (MRI) but the healthcare provider (hcp) spoke with medtronic who said not to do mris with sedation. The agent reviewed MRI guideline information and considerations. The patient was redirected to their healthcare provider to further address the issue/concerns. The agent asked if the pump has been checked on since the fall and patient stated no, that their home infusion nurse told them that the pump looked good, but they could not see if the catheter was affected. The patient provided "ed gage" as overseeing their pump care. The patient stated that their neurologist was concerned about the patient blacking out which seemed to happen any time of the day and "crazy things at night" such as the above example of falling. The patient stated that it was happening four to five times a night. Additional information was received from a consumer (con) regarding magnetic resonance imaging (MRI) brain imaging for a possible epilepsy diagnosis. The patient stated that they are claustrophobic and need to be sedated for MRI and was told they could not be sedated at all. The agent reviewed MRI information. The agent recommended the patient consult with their healthcare provider (hcp) regarding sedation.